Manufacturer narrative:
Bd received samples from the customer facility for investigation. Conclusion - bd has initiated CAPA (B)(4) to document further investigation and root cause of this product issue.

Event description:
It was reported that the rubber sleeve over the needle of a bd eclipse¿ blood collection needle with luer adapter leaked. No injury or medical intervention reported.